Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012409555 was returned and analyzed. Visual inspection showed the catheter was intact with no visible issues. The steering function was verified to be normal, with the distal catheter tip demonstrating the expected rotation in both directions. The slide function performed as expected, and the capture device displayed no atypical features. Mechanical verification of the steering and slide mechanisms showed the slide control functioned as expected. Upon full advancement of the slide control, the guidewire lumen was extended without kinks, confirming the proper functionality and alignment of the steering and slide mechanisms. During the catheter to the test catheter interface cable (cic) connection evaluation, the devices connected effortlessly, with secure engagement confirmed by both latches fully engaging into the catheter connector. Prior to connection with the generator via a test cic, the catheter was reprogrammed. Subsequent therapy deliveries were performed successfully. The hipot and electrical continuity test of the electrode wires' insulation and electrical continuity was conducted, confirming that the electrode wires were intact without any detachment or breakage. X-ray imaging revealed the presence of entangled electrode wires within the shaft. Dissection revealed kinks in the electrode wires, with both the entangled wires and kinks located approximately 35.5 inches from the nose of the handle. In conclusion, the catheter did not pass the returned product inspection due to observed kinks and entanglement of the electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, signal noise was noted on the monitor and mapping system. The cable connections were checked between the generator and catheter without resolution. The electrograms (egm) cable and the catheter interface cable were replaced without resolution. The loop catheter was then replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.